Event description:
Pt had a huge iliac aneurysm, planning and sizing of the zenith device included occluding the right hypogastric artery and extending the graft into the external iliac artery. A re-calculation of the needed device lengths were initiated prior to the procedure, by placing a measuring catheter on the pt's abdomen and correlating the points of reference to the previous CT films. Due to the pt's high creatinine level the physician did not plan to use a great deal of contrast during the procedure. Graft components were selected and deployed without complication. Upon advancing the ipsilateral leg graft into position it was noted that the graft would fall short of the desired landing site. Graft was deployed with a two stent overlap into the limb of the main body, and an additional leg graft was deployed into the distal portion of the ipsilateral leg graft with a two stent overlap. With the present aneurysm in the common iliac extending to the hypogastric, the additional length was deemed necessary. Angiogram was not performed prior to the placement of the second leg graft and the presence of an endoleak had not been determined. With the performing of the final angiogram no endoleaks were viewed as well as patent hypogastric arteries.